Event description:
It was reported that during a low anterior resection procedure, the dial fell to the bottom of the gap setting, and the device would not fire. Another like device was used to complete the procedure. There was no patient consequence.